Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. At this time it is unknown if the lens is being sent back thus, a proper device analysis could not be completed. Additionally, it was stated by the customer that there was nothing wrong with the device itself. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lenses that would have contributed to the nature of this complaint. Additionally, lenses are 100 % inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operation procedures and inspections and met all of the criteria for release. Failed injection/bleeding issues are known to be caused by numerous factors including, but not limited to: · loading strategy · lens placement technique · poor handling during folding and inserting · patient pathology the IFU instructs surgeons to carefully assess the patient's condition intraoperatively to determine if any of there are any complications present that maybe contraindicated . This assessment should be used to define a risk/benefit ratio for the purpose of determining if implantation of a zeiss iol is appropriate. This safety information is provided to the user as a notification of residual risk. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure

Event description:
It was reported that after injecting a CT lucia 602 the patient started bleeding the doctor the decided to remove the lens. It was stated that there was nothing wrong with the lens. No clinically significant delay in procedure reported. No additional information reported.